Manufacturer narrative:
MFR's report date: 04/27/2011. (B)(4). Product is expected back from the customer for eval but has not been received yet. A f/u report will be submitted once the set has been received and an investigation has been performed or add'l info is obtained.

Event description:
Customer reported that approx 2 weeks ago while an infusion was just being started the user noted a leak in the tubing. There was a small blood spill, nurse was able to clamp the set off right away. The blood loss was negligible and no pt or staff harm occurred. Customer stated that no further pt/event info is available.